Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 straight inserter threaded shaft broke during initial surgery. The tread snapped off. Another device was used to finish the surgery. No impact to the patient or implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with part returned and evaluated. Upon visual inspection of the device there was a fracture on the threads. There is no visible damage to the shaft or hex feature. Material test confirmed the material was conforming. Fracture analysis demonstrated that the thread fractured due to bending overload. The device has an estimated field age of 3 years. It's unknown how many times it had been used. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.